Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral rt 70 item # 183052 lot # 923440. Regenerex series a patella item # 141357 lot # 684970. Modular finned stem item # 141314 lot # 74670. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00181, 0001825034-2019-00182, 0001825034-2019-00183. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent initial right knee procedure, subsequently the patient is experiencing loosening however; revision is not scheduled at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.